Manufacturer narrative:
No product was returned for investigation. The cause of the vascular dissection was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon explantation of an impella cp the ostium secundum was found to be dissected. An endovascular thrombectomy was performed. Later, the patient was successfully weaned from the pump and survived.